Event description:
Knee had been implanted for nine years. The 7mm insert showed wear and was replaced by a 9mm insert.

Manufacturer narrative:
Summary of evaluation: the information provided and the examination results are insufficient to determine the cause of this event. However, the wear observed is not necessary unusual for the reported 9 year period of implantation.